Manufacturer narrative:
It was not possible for the manufacturer to evaluate the operation and function of the instrument because the complainant did not provide instrument logs despite requests from the assigned leica field applications specialist - core histology on 11 november 2021 by telephone, on 17 november 2021 by telephone and on 30 november 2021 by email. On 02 december 2021, leica biosystems (B)(4) received the following information from the leica senior field applications manager-core histology, USA: "customer has been unwilling to send logs or have us onsite." On 11 november 2021, the assigned leica field applications specialist-core histology (fas) communicated with the complainant and documented the following information: "during the call with tack [sic] support, the customer mentioned that there was a problem with the tissue but couldn't confirm which processor have [sic] the problem. I called the customer and she said that it was a wrong reagent change on one of the tissue processors most likely the one with this sn: (B)(4) and she doesn't know more information and that all good and nothing to report. I recommend [sic] to make sure to put the right reagent into the right bottle." The complainant did not provide specific details of the processing runs affected but indicated that sub-optimal processing of patient tissue samples was identified between (B)(6) 2021. The complainant did not report any problem(s) with the operation and function of the instrument to leica biosystems in relation to this event, and the information available suggests that instrument functioned as designed between (B)(6) 2021, during execution of the protocols from which sub-optimal processing of patient tissue samples was identified by the complainant. Based on the information provided by the complainant, it was determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred when replacing a reagent(s). The specific details of the use error were not provided. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
The complainant contacted leica biosystems and reported the following in relation to peloris rapid tissue processor (B)(4): "processing issues started a week of (B)(6) 2021 until (B)(6) 2021, all reagents were changed, a possible involvement of other instruments, no further information available." On 11 november 2021, the assigned the assigned leica field applications specialist-core histology (fas) communicated with the complainant and documented the following information: "during the call with tack [sic] support, the customer mentioned that there was a problem with the tissue but couldn't confirm which processor have [sic] the problem. I called the customer and she said that it was a wrong reagent change on one of the tissue processors most likely the one with this sn: (B)(4) and she doesn't know more information and that all good and nothing to report. I recommend [sic] to make sure to put the right reagent into the right bottle." On 16 november 2021, leica biosystems (B)(4) received information from the assigned leica field applications specialist-core histology that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.